Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a travel course error message. The event occurred during occlusion testing, there was no patient involvement.

Manufacturer narrative:
D4: primary UDI, h6 - updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. However, a worn leadscrew, right and left clutch halves and clutch spring were found. These will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.